Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided event log confirmed an alarm for high airway pressure. Successful pre-use check was performed prior the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The root cause of the reported alarm has not been determined.

Event description:
It was reported that high peak inspiratory pressure alarm was generated during patient treatment. There was no patient harm. Manufacturer's ref #: (B)(4).